Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between acoustic lens and ultrasound probe could not be determined. The acoustic lens is chipped/peeled was caused by physical/chemical wear/handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment phone number:(B)(6) changed due to character format in respective field. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found, due to wear of lock engagement lever, upward/downward angulation control knob cannot be locked securely, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, due to wear of angle wire, the play of right/left knob is out of the standard value, connecting tube has a buckling, due to damage on connecting tube, insertion section is stiff, adhesive around lg lens has wear, grip has a burr, scope cover has a chip, suction cylinder has discoloration, acoustic lens is damaged, due to damage on ultrasonic cable, displayed ultrasound image is defective with missing elements and acoustic lens has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrovideoscope angulation knobs/controls were not working. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found; gap between acoustic lens and ultrasound probe and acoustic lens is chipped and peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.